Event description:
Ous MDR - after an alert regarding v impedances, the patient was called in for ICD follow-up. The ICD showed a v-impedance >3000 ohms and 5 ventricular events in the past days. No shocks were noticed by the patient, events were terminated without shock, atp had been delivered. Fluoroscopy was performed where a broken conductor was observed. Therapy was programmed off and the patient was informed of the status. On (B)(6) 2013 - the intervention took place. The lead was extracted and a new ICD lead was successfully implanted. Patient was not inducible so dft was not performed. It was noted the broken lead had been stitched to the tissue with a suture sleeve. Just below the suture sleeve a steep bend was seen because the ICD was implanted below the pectoral muscle. The conductor breakage was observed just inside the steep bended into the muscle.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis and its performance was scrutinized. The analysis revealed a fractured inner conductor coil in the area of the fixation sleeve. In this section multiple signs of abrasion were detected. These damages can be considered as the root cause for the observed out of range impedance value as mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress most likely as a result of an overtighten fixation sleeve. Subsequent inspection demonstrated multiple signs of wear along the lead body. It is reasonable to assume that these damages resulted from an interaction between the lead body and the generator housing as well as a nearby lead. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.